Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient had an electrical fault alarm while at home. The patient called the vad coordinator and proceed to hospital for further investigation. Log files were sent in for review and a manufacturer's representative traveled to site to assess to perform a cleaning procedure and controller exchange. Evaluation by the manufacturer representative confirmed contamination within the driveline connector. The controller associated with the event was returned to the manufacturer for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller failed visual inspection as a result of finding foreign substance in the pump connector. Review of the log files revealed occurrences of electrical fault alarms on the reported event date. The root cause for the reported "electrical faults" was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and/or the driveline/connector sealing design. The manufacturer has an open internal investigation to evaluate these type of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of two reports (3007042319-2015-03451, and 3007042319-2015-03452) submitted for devices related to the same event.

Event description:
It was reported from the united states that the controller had electrical fault alarms. Preliminary analysis of the controller log files confirmed multiple self-clearing electrical fault alarms. A manufacturer's representative assessed the device and was able to recreate the electrical fault alarms with pump driveline manipulation. The manufacturer's representative confirmed with the hospital staff that the patient could tolerate the pump-off time associated with a driveline connector cleaning procedure. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on april 4, 2014 to remove contaminants. The site administered 5000 units of heparin and also dobutamine prior to the procedure. A small amount of contamination was observed in the driveline connector and in the controller driveline port. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. The electrical fault alarms could not be reproduced after the procedure. There was no reported patient injury as a result of this event.